Manufacturer narrative:
This report is submitted on september 27, 2017.

Event description:
Per the clinic, the patient experienced no connection with the internal device resulting in a lack of clinical benefit with device use. Subsequently, the device was explanted on (B)(6) 2017.